Manufacturer narrative:
One catheter was received for evaluation. Visual inspection of the sample revealed it was in a sealed pouch and it contained only the top funnel with approximately one inch of tubing. The catheter had not been positioned fully in the pouch during the packing process and therefore the rest of the tubing had exited the seal of the pouch and was cut off during the packaging process. Therefore the compaint is confirmed as reported.an extensive investigation was conducted in february 2009 to address cut off catheters. Immediate containment actions include significant reduction of the temporary workforce, addition of a second dragger to the packaging operation to augment operator visual inspection, and addition of a qc inspector on the production line full-time to ensure proper process flow and to conduct increased visual sampling checks. Review of the work order for this lot revealed that it was packaged prior to the february 2009 corrective actions. Therefore, no further action will be taken at this time.

Event description:
According to the information received, an health care provider reported a catheter with the tip cut off. As reported ,the catheter was not all the way in the sleeve, and during the packaging process, it got cut off.